Manufacturer narrative:
The customer reported that a patient was burned after laser treatment. It is not known when the treatment occured. The treatment parameters are unknown, and it is not known if the patient was treated according to recommended guidelines. It is unknown if there was any medication given for preventative or intervention measures, but there is no long term injury anticipated as the patient has reported to have healed well. Burns are a known side effect of the laser treatment. This event is reportable because the device was evaluated and it was found that it was outputting low, out of specification by more than the +/- 20% range.

Event description:
The patient reported a burn after laser treatment.